Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with wound dehiscence. Patient presented for revision and the device was placed to a submuscular location. There was no infection noted. Antibiotics were given post procedure. The patient was in a stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information states that the patient developed infection. The device and the leads were explanted. The patient was stable post procedure.related manufacturer reference number: 2017865-2019-09439; 2017865-2019-09441.

Event description:
Related manufacturer reference number: 2017865-2019-09540.